Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 14.1 mmol/l at the time of the incident. The customer reported swimming for two minutes and the insulin pump buzzed and the screen was blank. The customer reported a crack on the back of the insulin pump and moisture. The customer¿s last blood glucose level was 25 mmol/l and is back on manual injections. The customer did troubleshoot the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump was received with blank display due to moisture damaged electronic assembly on the electrical board, power board and motor. Unable to perform functional testings due to blank display. Unit was received with corroded battery tube, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube.